Manufacturer narrative:
System analysis / service repair on october 10, 2016: the reported error unable to fire laser was confirmed. Laser error code 12 coupler sensor fault was found and fiber coupler lens was found to be burned and cracked. Lamp housing, coupler lens, and bezel assembly were replaced. Laser beam path was realigned, laser power detectors were recalibrated. Laser power output was verified at all power settings and system passed function test.

Event description:
It was reported that during a procedure, the ¿doctor is not getting the full effect of the laser.¿ the fiber was exchanged, "fiber overheat error and would not fire after that" was noted. The laser would not be fired. It is unknown how the procedure was completed. No harm to the patient was reported